Event description:
It was reported that the showed some short v-v intervals possibly due to noise. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received in segments. The distal conductor appeared fractured. Blood/body fluid was found on several conductors (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, and the helix/lobe was distorted/bent. The outer insulation was torn, breached cut, and exhibited cosmetic depression. A white substance was found on the outer insulation and the exposed defib coil. The lead appeared flexed within 5cm of the anchoring sleeve.